Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. An initial visual observation of the photographs showed the peel-apart sheath and t-handle; the dilator was not observed in the photographs. The sheath exhibited a curved shaped and the sheath tip was observed to be angled. The sheath also appeared to be bunched up near the proximal end of the sheath as well as at the sheath tip. Use residue was observed on the sample in the photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported customer states that peel away loses rigidity when rolled up. Request for opening of a new catheter, longer pediatric surgery time. No other information was provided.